Event description:
It was reported that the procedure was to treat the arteriovenous (av) fistula with heavy calcification and moderate tortuosity. There was resistance with calcium when advancing the 7x60 mm armada 35 percutaneous transluminal angioplasty (pta) catheter to the lesion. The armada was inflated twice to 16 atmospheres and ruptured after the second inflation. A non-abbott noncompliant balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.